Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to received service report, patient circuit was defective and replaced to resolved the issue. The pre-use check was performed and passed successfully. Review of the device's logs confirmed issue during ventilation. The event log confirmed occurrence of several clinical alarms, as an indication of difficulties with ventilating the patient. The following alarms were generated: peep high, expiratory minute volume low, patient circuit disconnected, airway pressure high, airway pressure continuously high, respiratory rate high, pressure delivery restricted, peep low and check tubing. Alarms will be generated when set alarms limits are exceeded, as per design to alert the operator about ongoing issues. These alarms indicates problems with the patient circuit (possible leakage, blockages, bad position or kinked tubing). The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The cause of the alarms has not been conclusively determined. The conclusion is that the difficulties may either be due to non-optimal user settings of the device for the actual patient or an increased expiratory resistance due to accessories in the patient circuit or leakage, but there was no technical malfunction of the ventilator.

Event description:
It was reported that the ventilator generated alarms indicating a high respiratory rate. There was no patient harm. Manufacturer's ref. #: (B)(4).